Event description:
It was reported that when using the bd pyxis¿ medstation¿ es mchosp2 aux 1 drawers 4.1 and 4.2 were not detected on the bus. The customer was informed that the board needed to be replaced, and the unit was unplugged for the time being so the machine could power up. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer control board for drawer 4.2 was unresponsive and preventing the station from booting properly. A field service engineer (fse) replaced the failed drawer control board, after the station powered up normally and all functionality was restored. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es mchosp2 aux 1 drawers 4.1 and 4.2 were not detected on the bus. The customer was informed that the board needed to be replaced, and the unit was unplugged for the time being so the machine could power up.the customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care.there were no adverse events or injuries reported based on this event.